Manufacturer narrative:
It was informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Based on further engineering investigation, as part of the manufacturing process, the units go through a visual inspection process. The manufacturing records were reviewed for the lot involved and there is no indication of a related non-conformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after around 72 hours of usage with this volumeview, the thermistor manifold broke. After the issue, the user used ultrasound to monitor patient's blood flow. No additional intervention was perfomed. Patient demographics unable to be obtained. There was no allegation of patient injury. The device was not available for evaluation since it was discarded.